Manufacturer narrative:
H11: the device was received for evaluation. The reported problem of 'downstream occlusion sensor keeps going off after line inserted was not reproduced. During functional testing, the device was able to properly detect a downstream occlusion. Downstream pressure reading at time of downstream occlusion alarm was unknown. A review of the history revealed multiple reload set alarms on customer's last days of use and no downstream occlusion alarms. A ¿reload set!¿ message can occur with the language: ¿tube not properly loaded in occlusion detector,¿ and can result from improper set loading by the user. The device was inspected and a reload set (tube not properly loaded in occlusion detector) alarm was reproduced during evaluation. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The user was able to successfully load a set and the pump was able to properly detect a downstream occlusion. The reported condition 'downstream occlusion sensor keeps going off' was not verified. The evaluation found the force sensor out of specification and the downstream tubing guide shim out of specification problem. Downstream tubing guide adjustment will be performed to correct the issue of reload set error. This alarm occurs upon pump-tubing set-up (tubing loading). Issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of downstream occlusion sensor keeps going off after line inserted. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.